Event description:
An amo company representative reported that a surgeon at (B)(6) had cases of corneal tissue adjacent to the main incision sustained a thermal injury during sculpting of a cataract procedure. The surgeon uses viscoat in the beginning of the case. There was a usually a plume of ¿milk¿ just before the thermal burn occurred. The surgeon indicated all were dense cataracts. An amo representative visited the account for follow up and to provide training to the surgeon. The amo representative wanted to confirm the surgeons setting believing if the aspiration and/or vacuum were too low, it can dramatically affect the phaco tip temperature. The amo rep indicated if he was able to reduce the temperature by incorporating a hyper pulse. (B)(6) indicated they did not know which handpiece was used when the 3 corneal burns occurred over a 3-4 week period. The 3 cases occurred during the sculpt mode. This is one of three reports. Patient information was not provided, only that all 3 patients are fine.

Manufacturer narrative:
Patient information was not provided therefore it is unknown. Date of the event is unknown as it was not provided. An abbott medicals optics¿ phaco specialist visited the site. An amo representative reviewed the phaco settings and aspiration and stated most likely that the issue is that the surgeon uses dispersive ovd and then enters the eye to go into sculpt mode and the flow is only 15 and vacuum is 20. He increased the aspiration to 20 and vacuum to 30 and will incorporate the white star setting with an 8/2 duty cycle. This coupled with his plan to now clear a space above the lens to make sure he has flow before sculpting should eliminate the issue. The amo representative did not believe the handpiece or machine and likely is a pilot error. Further confirming that this is the fact that the other surgeon who operates there has had no issues. The surgery center indicated the patients are all doing fine. All pertinent information available to abbott medical optics has been submitted. Placeholder.